Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an event of cannula breakage on (B)(6) 2025. The infusion set was inserted for five minutes. No further information available.